Event description:
General report received of an unspecified number of undocumented incidents of no flow. The secondary tubing sets were being used to deliver unspecified solutions. It was reported that after the secondary tubing sets were attached the proximal y-site of the unspecified primary tubing sets, the solutions in the secondary tubing sets would not flow. It was reported that either the nurses disconnected and reconnected the secondary tubing sets to the primary tubings or the tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
One used device was received. Investigation is not complete.